Event description:
The patient underwent a fistulagram on the left upper extremity. The doctor deflated the balloon, pulled back to remove and the balloon and the shaft broke. Attempted to pull through sheath, the balloon tip became lodged.